Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump kept trying to rewind and it was not delivered any insulin. The caller stated that, for the past two days, the customer had been having blood glucose level of over 500 mg/dl. The customer had reverted to manual injections earlier the day of the phone call. In the alarm history there was a no delivery alarm present, which, the caller stated, had occurred during bolus delivery. The last blood glucose reading while the customer was still connected to the insulin pump was 515 mg/dl. The caller stated that he reservoir and the infusion set were thrown away. At the time of the phone call the customer's blood glucose was 75 mg/dl, after two manual injections. Troubleshooting was not performed because the customer had been disconnected from the insulin pump. Nothing further was reported.